Event description:
It was reported that during a hand assisted sigmoid colectomy procedure, after the device was fired, the surgeon found the donuts to look strange as they were not transected completely or complete. An air test confirmed that there was a gaping hole in the staple line. Another device was pulled and fired, but only to have the same outcome. The surgeon converted to an open procedure and since the tissue was so thin, used a contour to fire a clean staple line. The patient received a permanent colostomy. The patient is okay.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.